Event description:
A peritoneal dialysis (pd) patient reported being diagnosed with peritonitis during a call with technical support for an unrelated event. Per the pdrn, the patient was seen in the clinic on 2022-04-27 for abdominal pain. Upon follow up, the pdrn stated a pd effluent culture was obtained on 2022-04-27. The patient was diagnosed with peritonitis and initiated on intraperitoneal (ip) antibiotics. The patient was prescribed ip vancomycin and ip ceftazidime, dose, frequency, and duration were not reported. The patient¿s abdominal pain worsened and the patient was admitted to the hospital on (B)(6) 2022 and discharged (B)(6) 2022. The hospital course is unknown. The cause of the peritonitis is suspected to be a breach in aseptic technique with the toilet as the source of the organism. The patient¿s culture results were positive for peritonitis, the culture results were positive for pseudomonas alcaligenes. The patient recovered and was discharged from the hospital. It is unknown if pd therapy was continued in the hospital or if any fresenius device(s) or product(s) were utilized during hospitalization. Additional details surrounding the patient¿s hospital course and condition were requested, however, not provided.